Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this patient was presented to the hospital due to pacing inhibition involving their right ventricular (rv) lead which led to a period of asystole of greater than two seconds. An x-ray taken showed that the rv lead had dislodged. Surgical intervention was performed and the rv lead was repositioned and continues to remain implanted and in service. No additional adverse patient effects were reported.